Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient no longer received effective stimulation coverage for his leg pain. However, the patient did receive effective coverage for his back pain. It was noted the patient's targeted areas of pain is back and legs. Subsequently, the patient underwent surgical intervention where his lead was explanted and replaced. It was also noted during the procedure, the patient's ipg was electively explanted and replaced (with a different model). The patient reported effective stimulation coverage postoperative.